Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they tried to rewind insulin pump multiple times and it was not doing anything and piston was stuck. The customer¿s blood glucose level was 210 mg/dl. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump rewinds properly. The motor slide functioning properly. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.